Event description:
The healthcare professional reports that nm-f4440 implant was removed at (B)(6) 2024. The implantation date has not been provided. According to the information, the patient is a smoker. Observed during the event: mobility. The device was forwarded to the manufacturer. No further patient complications were reported.

Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Manufacturer narrative:
UDI related data quality updates only.